Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: e3: reporter is a j&j sales representative. H4: the device manufacture date is currently unavailable. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. UDI: (B)(4).

Event description:
Report 1 of 2 for (B)(4). It was reported by the sales rep in germany that during a bankart repair procedure on (B)(6) 2024, it was observed that two gryphon p br ds anchor w/orthocord device did not hold in the bone. According to the reporter the customer has been using the anchor for many years, but during this operation two anchors came out again after being inserted into the bone. The anchors did not hold in the bone. The first anchor came out of the drill hole when the sutures were pulled. A new drill hole was made for the second anchor, but the anchor did not hold here either and was removed from the drill hole together with the placement instrument. Another like device was used to complete the procedure. There was no delay in the procedure reported. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the investigation has been updated to reflect the correct information: investigation summary ==> according to the information provided, it was reported that during a bankart operation, two gryphon anchors did not hold in the bone. The customer has been using the anchor for many years, but during this operation two anchors came out again after being inserted into the bone. The anchors did not hold in the bone. The first anchor came out of the drill hole when the sutures were pulled. A new drill hole was made for the second anchor, but the anchor did not hold here either and was removed from the drill hole together with the placement instrument. The operation was successfully completed with another mitek anchor the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual inspection found that the device comes in used condition. The device's handle and shaft are in good condition, no structural anomalies were found. The anchor's threads are slightly damaged due to the bone surface rubbing. The overall complaint was confirmed as the observed condition of the gryphon p br ds anchor w/oc would contribute to the complained device issue. Based on the investigation findings, a possible root cause can be attributed to a poor bone quality or incomplete insertion. As per IFU 109363: bone stock must be adequate to allow proper and secure anchor placement. Incomplete insertion or poor bone quality may result in anchor pullout. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: there was no non conformance regarding this lot correction d4: the device expiration date was unknown in the initial report. The date of expiration has been updated accordingly. Correction h4: the device manufacture date was reported as unknown on the initial report. Please note that the date of manufacture has been updated accordingly.